Event description:
It was reported by service report that the bed has no power. The customer reported they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Power cord unplugged.